Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope had internal shedding. It is unknown where the shredding is occurring or what the material shedding is. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Correction to d4: lot number: this device is serialized the device was returned to olympus for inspection where the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.